Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they got ins implanted today and feel a pulsing in their leg and were starting to get some cramping. The patient said they think their device was poorly adjusted. During the call the patient kept getting device not responding message and sometimes seeing communicating with device, agent had patient reposition communicator many times, patient had a bandage over ins and agent reviewed this can make connecting more difficult. The patient continued getting device not responding message and started to become frustrated. Agent reviewed patient could reach out to healthcare provider (hcp) as well for assistance. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.